Event description:
It was reported that device will not heat up. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition and was manufactured in 2016. Customer?s reported issue was duplicated. Device passed the safety and electrical test, but it would not heat up confirming the customer complaint. The root cause of the reported issue was determined to have been caused by the heater assembly not functioning properly causing the device not to heat up. Actions taken to mitigate the reported issue: replaced the enclosure, front cover, printed circuit board, and plate clip. UDI information is unknown.